Event description:
Within 6-7 hours of a procedure involving deployment of 5 cypher stents, the pt complained of chest pain. Coronary angiography revealed occlusion of the first two stents. This pt presented to cardiac catheterization for elective treatment of the 4-atrioventricular branch (av). While coronary angiography was being conducted prior to the procedure, a spiral dissection occurred from the ostium of the proximal right coronary artery (rca) of the av. The guiding catheter could not be engaged properly because the ostium of the proximal rca was anatomically abnormal. So the contrast medium flew in disorder, hitting the vessel and causing a spiral dissection. Due to the dissection the entire rca also required treatment in addition to the planned treatment of the av. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the av of 3.0mm in diameter at a bifurcation. The (b2) lesion was also eccentric. In addition, the de novo lesion in the entire rca was 70mm in length in a 3.0-4.0mm vessel diameter at a bifurcation. The (type c) lesion was ostial and a result of the spiral dissection. Direct stenting was performed with a 3.0x28mm cypher at 16 atm in the av. A 3.0x23mm cypher was deployed next. Cypher was deployed at 18 atm, proximal to the second cypher. A 3.5 x 23mm cypher was deployed next at 16 atm, proximal to the third cypher. Finally, a 3.5 x 18mm cypher was deployed at 16 atm, proximal to the fourth cypher. All five stents were overlapping. Post-dilation was conducted within a 3.75x20mm balloon at 14 atm. Ivus was conducted timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%, act was not measured. Six to seven (6 - 7) hours after the procedure, the pt complained of chest pain. Cag was conducted and thrombus was observed inside the 1st and 2nd cypher implanted in the av. Aspiration was conducted and a bare metal stent (bms) was also deployed. Then an intra aortic balloon pump (iapb) was inserted. The physician commented that the cause of the thrombotic event was because the stent in the av was under-dilated and there was an unexpected gap (I strut) betwen the 1st and 2nd cypher stents.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed product. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers.